Manufacturer narrative:
Approximate age of device - 1 year, 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during an admission for bacteremia, the patient experienced a near syncope episode with the lvad system indicating an intermittent low flow alarm. The manufacturer's technical service team member reviewed the submitted log file confirmed the low flow events. No other unusual events were noted and device were functioning as expected. No further information was provided.

Manufacturer narrative:
The referenced hospital admissions for driveline infection were reported on medwatch MFR report #2916596-2018-01532, medwatch MFR report #2916596-2018-01533 and medwatch MFR report #2916596-2018-03986. Manufacturing evaluation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A direct correlation between the device and the reported bacteremia and near syncope episode could not conclusively be established through this evaluation. Additionally, an analysis of the log file provided by the account confirmed low flow hazard alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. Infections are listed in the instructions for use(IFU) as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU also addresses all system controller alarms (including low flow hazard alarms) and how to respond to such events. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the customer communicated that the patient was admitted for persistent mrsa infection. The infection had been ongoing for awhile, but it flared back up with fevers and positive blood cultures. The patient was currently on antibiotics and was transferred to another vad center to be listed for transplant. The customer also communicated that there was no concern due to the low flow alarms which subsided.